Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilt and downward migration of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt/migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors during the attempted retrieval may have contributed to the reported tilt given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilt and downward migration of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections d1,d2,d4,g4,g7,h2 and h4 have been updated accordingly. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension, stable dilated cardiomyopathy, chronic atrial fibrillation, chronic kidney disease, constipation, chronic obstructive lung disease and previous heroin and tobacco use. The patient is further reported to have allergies to penicillin, contrast dye, lisinopril and prednisone. The patient subsequently presented with acute embolism and thrombus. The indication for the filter placement was reported to be bilateral lower extremity deep vein thrombosis (dvt) with a contraindication to anticoagulation therapy due to gastrointestinal bleeding. The filter was implanted via the right common femoral vein. Approximately six weeks after the implantation, the patient was admitted to hospital with a dvt despite anticoagulation therapy. During this admission, the filter was noted to have tilted and to have migrated in a downward direction. The filter was successfully retrieved via the right groin without complication. The patient further reported having experienced pain in both hips/legs, trembling and the occasional loss of balance. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to tilt and downward migration of the inferior vena cava (ivc) filter. The patient is also reported to have experienced a lot of pain in the right leg and hip, trembling and losing balance from time to time. The indication for the filter implant was bilateral lower leg deep vein thrombosis (dvt) with a contraindication to anticoagulation due to a gastro-intestinal bleed. The filter was placed via the right common femoral vein. The patient also has a history of hypertension, stable dilated cardiomyopathy, chronic constipation, chronic obstructive lung disease, heroin and tobacco use, with an allergy to penicillin, contrast dye, lisinopril and prednisone. The filter was removed approximately 6 weeks post-implant. The patient tolerated the procedure well with no complications. Procedural details of the implant have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration, includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported filter tilt and migration could not be confirmed, and the cause could not be determined. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter had tilted and there was downward migration of the filter. The patient became aware of the events approximately eight months post implant. The patient also reports to have experienced a lot of pain in the right leg and hip, trembling and losing balance from time to time. Information contained in the medical records indicated that the indication for the filter implant was bilateral lower leg deep vein thrombosis (dvt) with a contraindication to anticoagulation due to a gastro-intestinal bleed. The filter was placed via the right common femoral vein. The patient also has a history of hypertension, stable dilated cardiomyopathy, chronic constipation, chronic obstructive lung disease, heroin and tobacco use, with an allergy to penicillin, contrast dye, lisinopril and prednisone. The filter was removed approximately 6 weeks post-implant. The patient tolerated the procedure well with no complications. Procedural details of the implant have not been provided.